Event description:
A respiratory therapist from the home healthcare company reported, "this event occurred, while on a vent-dependent patient." The on-site caregiver could not get the unit out a reset loop. The home healthcare company was notified, and the patient was bagged, until a new unit was brought to the patient's home. There were no allegations of patient harm.